Manufacturer narrative:
Lot # not provided by reporter. Expiration date unk as lot is unk. Infection is not listed in the IFU. Suture separation is not list in the IFU. Unk as lot is unk. Per qc spec, there is a 100% verification that the suture is firmly attached in the center of the coils. In addition, the suture is 100% verified to be free of frays. An IFU is provided with this device that describes the necessary instructions for use. No product was returned to assist in our investigation; however, add'l info received from the area rep suggests that the separation occurred along the length of the suture. It is possible that the suture may have been knicked by the insertion needle during delivery of the suture anchors. However, without the actual complaint device, we are unable to determine the exact root cause of the separation. We will continue to monitor for similar complaints. The appropriate personnel have been notified.

Event description:
The placement of the suture anchors did not go as planned. The first sutures opened, were found to be broken. After opening the second package, the sutures anchors were placed and the procedure went successfully. After a few days the doctor noticed that the pt became very ill and developed an inflammation of the vdp and had leakage of pus in the abdominal area. The pt went to the operating room and they discovered that the caecum had slipped off the catheter which was caused by the suture anchors which were broken again. Info from the sales rep on (B)(6) 2011 stated the pt is recovering now and the chait works well.